Event description:
Patient undergoing robotic ventral hernia repair. Intra procedure, robotic monopolar curved scissors were not cutting properly. Instrumentation removed and inspected. Noted that small was broken at the tip of the instrumentation. Abdominal cavity inspected; no debris noted. New instrumentation obtained and procedure completed without complication.